Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). It was reported that an scs patient indicated having immense difficulty with recharging their ins. She indicated that she typically needs assistance from her husband to find the location on her back that provides a good connection (contact for recharging). They indicated that they have access to the belt that is provided but that it doesn¿t provide the amount of assistance she needs to get an adequate contact. They indicated just last week, it took her and her husband 15 minutes to find a spot with ¿good¿ enough contact to start the charging process. It is to the point that she feels that the ins is migrating on her with how difficult it is for her to find the right spot. She was not satisfied with having to hold the recharger over a spot, hitting reconnect, just to get a prompt that states the contact isn¿t adequate. They mentioned even if the contact is ¿good¿ it still takes about 1.5 hours to charge the device. This forces them to build recharging into their schedule as they are physically active and have to recharge often. Patient stated ¿I hate the recharging. Trying to get it to connect is so hard. If I can get it on excellent, ¿praise god!¿ because it charges quickly. If it¿s on ¿good¿ at least it does recharge, but otherwise, it takes so long to find the location and get connected to recharge. It is so frustrating.¿ another manufacturer representative was also involved. Overall, the patient seemed mostly content because the therapy is working but indicated a high level of displeasure with the effort required to recharge their system.